Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3487a, serial# (B)(4), implanted: (B)(6) 1999, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's ins system was removed almost 10 years ago. The patient stated that the 'cord fell out' and that the device was no longer working. Follow-up was conducted. No patient further complications were reported.